Event description:
A one-level fusion at l4-l5 was performed in 2007. After a subsequent complaint of discomfort by the pt. X-rays were taken; however, no significant displacement was noted. In early 2008, the hardware was removed. At that time, it was noted the set screws at the l4 level were still tight. The set screws on the l5 level were noted to be loose. The pt remains symptomatic.

Manufacturer narrative:
Evaluation method code and evaluation results - device was not returned to manufacturer; no evaluation could be performed.